Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2013, and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed october 17, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. The device was explanted (date not reported), and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.